Event description:
It was reported that this right ventricular (rv) lead exhibited possible loss of capture (loc). Technical services (ts) recommended a chest x-ray for this patient. The lead remains in use. No adverse patient effects were reported.